Event description:
Pt on portable ventilator. Breathing circuit became disconnected at t fitting. Vent alarmed low pressure. Nurse failed to respond quickly to attend alarm condition. Pt found with thready pulse. Transferred to ed by ambulance. Pt expired.